Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome¿ was used in the papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2014. According to the complainant, current delivery was tested prior to use, and the device worked as intended. During the procedure, when an attempt was made to perform the incision, the output sound was heard however, current was not delivered. The physician was unable to perform an incision using this device. The procedure was completed using a different device along with the same non bsc active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation of the returned device did not have any visual failure. Functionally, a resistance test was performed and the unit met specifications. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a stonetome¿ was used in the papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2014. According to the complainant, current delivery was tested prior to use, and the device worked as intended. During the procedure, when an attempt was made to perform the incision, the output sound was heard however, current was not delivered. The physician was unable to perform an incision using this device. The procedure was completed using a different device along with the same non bsc active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.